Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported a vacuum loss during the bed cut of lasik flap creation. A new patient interface was exchanged and the surgeon did the bed and side cut again. The surgery was completed without harm to the patient. Additional information has been requested.

Manufacturer narrative:
The sample was returned for evaluation. The failure analysis of the patient interface shows the reported problem cannot be reproduced. No deviation of docking or other issues can be detected. The review of logfile shows during start up the vacuum check, the energy check and the ablation check were performed successfully without issue. Also the image of the ablation check shows a valid and good test. The reported treatment was aborted due to the user released the laser pedal and pressed the vacuum pedal instead of the laser pedal which caused the interruption of the treatment during bed cut . So the reported issue is not caused by the system or the used patient interface. The info message indicated that the user shut down the vacuum pumps by pressing the vacuum pedal instead of the laser pedal. No technical root cause was identified. The root cause is user handling. (B)(4).